Event description:
A malfunction was reported, identified by a malf 12 code, which occurred three times with the current device. There was no adverse impact on the customer's blood glucose level. The customer will continue to use current pump for insulin therapy.